Event description:
It is reported that the customer had been experiencing high blood glucose. It was reported that the customer's blood glucose was at 540 mg/dl. The customer reported that treatment was done by manual insulin injection. Troubleshooting showed all settings and histories are accurate. Advised the insulin pump would be replaced. No additional information is provided.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all testing. After testing, it was concluded that the device operated within specifications.